Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, loss of capture on left ventricular (lv) lead was observed during threshold test. Further interrogation noted that the lv lead was dislodged to the atrium for an unknown amount of time. Patient had heart failure symptoms related to pacing in only right ventricle but was stable. Patient will be scheduled for lead revision procedure.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. Patient was stable during and post-procedure.